Event description:
Customer reported that the insulin pump has suspended and gone into threshold suspend multiple times. Customer stated that she was alerted that her blood glucose readings were low and when she checked she realized that her sensor had come loose. Insulin pump going into suspend caused the customer's blood glucose readings to go high. Customer stated that her blood glucose readings reached 360 mg/dl the last time her sensor glucose was reading dangerously low. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.